Manufacturer narrative:
The customer's reported complaint that the autopulse platform (sn (B)(6) continuously restarted was confirmed based on the event log review, but was not reproduced during the functional testing. The root cause of the reported complaint was the loose motor brake cable connector to the power distribution board (pdb). Based on the archive, the autopulse platform experienced numerous occurrences of fault 29 (loss of brake connectivity) errors on various dates, indicating a communication loss to the brake circuit, thus confirming the reported complaint. The autopulse platform passed the initial functional testing without errors or faults. The probable root cause for the intermittent fault 29 errors observed in the archive was likely related to the motor brake cable connector, which was loose and slightly dislodged from the power distribution board (pdb). The motor brake cable connector was reworked to remedy the issue. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with a known good test battery without any fault or error. Following the service, the autopulse platform passed the run-in test without any faults or errors. The autopulse platform passed its final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the patient call, the autopulse platform (sn (B)(6) initially displayed the prompt to initialize. After the lifeband was reattached, the platform powered on but continuously restarted. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The autopulse platform passed the initial functional testing without errors or faults. The probable root cause for the intermittent fault 29 errors observed in the archive was likely related to the motor brake cable connector, which was loose and slightly dislodged from the power distribution board (pdb). The motor brake cable connector and pins were replaced to remedy the issue. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with a known good test battery without any fault or error. Correction: h11- additional manufacturer narrative.